Event description:
It was reported that the patient implanted with the pacemaker was attending a routine device check. The health care professional (hcp) requested technical services assistance with the follow up, as this right atrial (ra) lead was exhibiting issues. Specifically, the p-wave amplitudes were variable, from 0.1mv to 5mv, and stored atrial tachy response (atr) episodes showed noise. There were rhythmlq episodes showing atrial and ventricular signal synchrony, suggesting a possible ra lead dislodgement. However, there was not a proper surface ECG available for the hcp to understand which chamber was being paced with the ra lead. The noise and oversensing were reproduced when the patient pressed their palms together, suggesting a lead integrity issue. No adverse patient effects were reported. The pacemaker remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).